Event description:
During a shoulder surgery case, the beach chair table was attached to the or table so that the patient could be sat up right for the surgeon to perform the surgery. When the patient was transferring from the gurney to the or table, one side of the beach chair became dislodged from the or table causing the patient to nearly fall off of the table, however anesthesiologist caught the patient. This occurred prior to patient being anesthetized. The patient was taken to recovery for a full exam from the physicians. No injuries identified and the patient agreed to proceed with the procedure. The beach chair and or table was inspected by biomed. A staff led inservice was conducted on proper set up of the beach chair. Company rep was also notified and conducted a formal training for staff and inspection of the beach chair. Biomed inspected the beach chair and attached it to the steris surgical table that was involved in the event. Extensive testing found the chair to be operating within manufacturer specifications. It was secured solidly to the table and would not move after repeated attempts to move it with the locks in place.